Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call indicating a broken sensor. The customer's husband stated that her blood glucose reading was low, so she drank juice and her blood glucose went up to 400 mg/dl. The customer also stated that the sensor gave low readings, so she took it out. The customer's sensors have been popping off too early. The customer stated that the adhesive was not sticking. The patient was advised to use mastisol. The customer was advised to call back of the issue persists beyond recommendations. The customer will be sent two tape kits.